Event description:
It was reported that at the time of revision surgery, the patella was initially found to be covered with a pannus of tissue but looked to be in good shape. After debridement of the tissue, the patella implant simply fell off the bone. The surface of the remaining bone was prepared for a 39x11mm symmetric implant.

Manufacturer narrative:
This is the same pt as report number 2249697-2007-00027.